Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.

Event description:
It was reported that the 9900 system locked up during a case. It was noted that arrows were displayed across the doghouse and system required reboot to continue the case. Case was completed and there was no report of pt injury.